Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple hardware failures occurred. The customer stated that all auxiliary drawers and tower doors at the station had failed. The unit was described as a critical machine and the only one available on the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple hardware was failed. A field service engineer removed debris from the rear of the auxiliary unit and properly seated the cables. The customer was then able to recover the drawers successfully. The system functioned as intended after the field service engineer repaired the device.